Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima ii¿ IV catheter prn adapter leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: it was found blood leakage at prn port closing clamp after finished CT.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8305858. Our records show that this is the third instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd intima ii¿ IV catheter prn adapter leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: it was found blood leakage at prn port closing clamp after finished CT.